Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 2/supplemental report text- 2/28/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/03/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6) 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. The patient reported obtaining an unspecified alleged low reading with the subject meter and "480 mg/dl" on another meter (emergency medical service meter), performed greater than 30 minutes of each other. It is not known whether the patient was taking any diabetes medications or whether he made any changes to his diabetes management regimen at the time of the alleged issue. Approximately ½ an hour after the alleged issue occurred, the patient claimed his arm was feeling numb and he passed out. According to the patient, he received treatment from a health care provider (hcp) as a result of his symptoms; however he was not able specify what kind of treatment he received. It is not known if the patient was able to test on another blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca verified an approved sample site was used to obtain the result from the subject meter and the correct unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate low reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp treatment after the alleged meter issue began.